Event description:
It was reported that the cot would not release due to the decline of the parking lot. The user put their hand in the cot to manually release, and their partner did not notice and started to raise the cot, which pinned her hand between the loader arms and the cot. It was further reported that the user experienced a broken wrist, which is now healed.